Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional event information received on 11/12/2018: the sales rep provided tracking #: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via cst that during a rotator cuff repair procedure the 4.75 healix advance knotless anchor broke at the distal tip while the four strands of dynacord were being pulled through. The sales rep stated that the breakage occurred outside of the patient. The sales rep stated that the patient's bone quality was good and that there were no procedural or anatomy factors that would have contributed to breakage. The sales rep stated that there were four tails equal in length of about one-two inches. The case was completed with another like-anchor in the same bone hole with no patient harm, but a one minute delay to attain the new anchor. The sales rep could not provide any additional information. The anchor is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was received and evaluated. Visual observation revealed and confirmed the distal tip of the anchor was broken. Additionally, there was a crack observed that ran vertically from the distal tip to the first thread of the anchor. Upon further observation the distal tip of the anchor looks to be slightly bent, indicating the device could've been pressed on a hard surface. The suture card and suture were both intact, and looked to be unused. The threader tab was out of position from the anchor, indicating the threader tab was used. The anchor was easily removed from the shaft with no difficulty. As reported the device broke during the pulling of the four strands of suture through. Possible root cause for the chipped anchor could be due to excessive suture tension during initial suture loading from the threader tab pulling through the anchor, the user could¿ve pulled the suture with excessive force with the threader tab, which could've caused the reported failure. This failure could be attributed to user technique, however a specific root cause could not be determined. A non-conformance search was performed for this part#: 222330, lot#: l758215 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.